Event description:
The customer stated they were shaking really bad and have low blood symptoms. The customer received a result of 29 mg/dl at 6 am. The customer was taken to the emergency room where they received a result of 800 mg/dl. The customer was put on insulin drip and stayed in the hospital. No controls in use. A request was made for the return of the suspect device and replacement product was sent.